Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, blood was introduced into the lumen of the lead. This resulted in placement difficulty as it caused difficulty in advancing and removing styles. The lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.